Event description:
It was reported that during a laparoscopic hysterectomy procedure, a metal piece of the reload came off, and the knot was not deployed. The knot was tied with needle holders to complete the case. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the instrument was returned in good condition. The instrument was examined and was found to be functional. The instrument was then reloaded with a test cartridge, cyclyed, fired, and properly formed the knot.